Event description:
It was reported that when a patient presented to the ER after receiving inappropriate shocks, lead dislodgement was observed via fluoroscopy. The lead was explanted and replaced when lead repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.